Event description:
Textured breast implants both completely ruptured about 4-5 years after breast reconstruction due to breast cancer. Around that time, I developed severe pain. Pain was later diagnosed as ra. Recently diagnosed with sjogren¿s.